Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was unable to fire. They changed the stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted that the distal tip of the firing rod was damaged. Engineering concluded that the condition of the firing rod indicated that the damage may have occurred during clinical application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product. The investigation detected a secondary condition of a damaged firing rod that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.